Event description:
Additional information received identified that surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced. Ipg has been anchored down in the abdomen to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort at the scs ipg and ipg could move in the pocket. As a result, surgical intervention is pending to address the issue.